Event description:
It was reported that prior to an unknown procedure, the balloon split off before using. Another device was used to complete the case. There were no adverse consequences to the patient.